Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use and there was no indication of a leak or tear during preparation of the device, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the mildly torturous, heavily calcified and 75% stenosed anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified anatomy likely compromised the balloon such that during repeated inflation ultimately resulted in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the posterior descending coronary artery with mild tortuosity, heavy calcification and 75% stenosis. The 2.5x12 mm nc trek balloon dilatation catheter (bdc) was advanced with resistance with the anatomy noted. The bdc was inflated twice and ruptured at 16 atmospheres. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.